Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer, guided by technical support, removed cartridge, inspected o-ring and pneumatic tap area, cleaned area with alcohol wipe or lint-free cloth, then followed on-screen instructions to reload cartridge, and successfully completed load process and resumed insulin delivery.